Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, there was 1 tube with a disfigured hemogard cap. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 22-apr-2025 investigation summary bd received one sample and three photos for investigation. A visual examination of the returned sample and the photos revealed a damaged hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: disfigured product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, there was 1 tube with a disfigured hemogard cap. No adverse impact was reported regarding the patient or user.